Event description:
It was reported that a pt underwent a sling procedure between (B)(6) 2007 and (B)(6) 2009. The pt presented with a mesh erosion by twelve weeks post-procedure. No further info was provided relating to this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.